Manufacturer narrative:
(B)(4). Report source: event occured in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic sleeve on the inserter was tight and unable to slide smoothly. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. Inspection of the returned device revealed that the functional check was conforming and the device works as intended. Device history record was reviewed and no discrepancies were found. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.